Event description:
The customer reported that the system displayed a kv on in error message and shut down. When the system was rebooted, a filament regulator failure error was displayed during fluoroscopy. This was caused by the battery charge being low. It is a reasonable expectation that the system was not able to provide enough power to create excessive radiation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.